Event description:
Or tech has worn this gown for several years without problems. She recently developed a rash/welts/blistering at the site of the cuff of the gown, and her symptoms appear to be spreading. She does not believe the rash is from the gloves she wears. She went to employee health.

Manufacturer narrative:
The lot number and actual gown worn/reacted to was not provided for evaluation. Without the lot number we are unable to review the device history record to determine if any deviation took place during the manufacturing process of this device. In addition, without the actual sample we are also unable to confirm what the customer experienced and assign a root cause. Three unopened representative samples provided from the customer's recent stock were received 1/11/2011 (part number 9545 and lot number 10kkl115). We can not confirm if the actual gown worn is from this lot. During the product development phase, all materials used for the gown were evaluated for biocompatibility. The testing was performed in accordance with international standard iso (B)(4) biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. This gown body is composed of polypropylene and cuffs are composed of polyester. The cuffs are engineered without dyes or other potentially irritating materials; there have not been any material changes. The tests utilized are designed to predict the safety of the product for the general population of users. Unfortunately, no test or series of tests can guarantee that a particular item will be compatible with all users. At this time, we cannot determine a root cause for the reported issue. We have sent a gown sample with part number 9545 and lot number 10kkl115 to our cuff supplier for further evaluation. If any abnormalities are found, a follow up medwatch will be filed. We will continue to monitor our customer base for complaints of this nature.